Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer reported they did not hear beeps when audio volume settings were saved. Customer also reported that they did not hear the differences between the two audio beep volumes. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.